Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing, which may result in pump pressure errors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by a distributor via (B)(4) that an ar-6480 dw arthroscopy pump wheel won¿t spin when run is pressed which results in a pressure fault. This was discovered during a case with no patient harm. After the case, troubleshooting was performed to attempt to get it to spin, but it wouldn't.